Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not deploy and manual pressure was held for hemostasis. There was no reported patient injury. The device was stored and prepped according to the IFU. The mynx vcd was used in a diagnostic heart catheterization with a retrograde approach. The deployer was mynx certified with 20 years of experience. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the device was used in an arterial vessel. There was no vessel tortuosity, and the presence of pvd or calcium at the puncture site was unknown. Hemostasis was achieved using manual pressure for 30 minutes. The user shuttled down completely without significant resistance, and no unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. The device is not being returned for evaluation, however sterile units from that same lot will be returned.

Manufacturer narrative:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not deploy and manual pressure was held for hemostasis. There was no reported patient injury. The device was stored and prepped according to the IFU. The mynx vcd was used in a diagnostic heart catheterization with a retrograde approach. The deployer was mynx certified with twenty years of experience. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography with an insertion angle of 30¿45 degrees, and the device was used in an arterial vessel. There was no vessel tortuosity, and the presence of pvd or calcium at the puncture site was unknown. Hemostasis was achieved using manual pressure for thirty minutes. The user shuttled down completely without significant resistance, and no unusual force was applied when retracting the sheath. The advancer tube was not engaged or visible. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2514102 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant failure to deploy advancer tube¿ could not be evaluated. Without the return of the device the exact cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, handling factors are likely since it was reported that a 5f sheath was used with the 6/7f mynxgrip. As per procedure preparation in the IFU, confirm that the procedural sheath is 6f or 7f. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visible and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.